Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and noted the hemoglobin cuvette showed cloudiness and replaced the cuvette with a new one. (B)(4).

Event description:
Customer reported hemoglobin background issues when using the coulter® lh 750 hematology analyzer. There were no reports of erroneous test results associated with this event. There was no reports of death, injury, or change to patient treatment attributed to or connected with this event.